Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery test alarm or any battery alarm noted. Battery tube properly and no damage or corrosion noted. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was unknown. Troubleshooting could not continue as customer did not have another battery for testing. Customer was advised that insulin pump would need to be replaced.